Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's site was pulled out and the adhesive was hanging onto their skin still, and patient was not aware for a long time that he was not getting insulin delivery, due to which he experienced high blood glucose level. Therefore, they tried to treat it with bolus via the pump, but on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis after staying for eight days in the emergency room. His highest blood glucose level was 788 mg/dl. Moreover, the infusion set had been used for one day. Further, the patient was transferred to the intensive care unit. During hospitalization, he received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage and has been on multiple daily injection since the date of release. No further information available.